Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient is having a lot of trouble with the device. When patient is charging his ins, the recharger pad and the ins site that the recharger is placed on "gets really, really, hot" to the point where it is "uncomfortable." Patient stated that controller will once in a while say that the implant have to be replaced and stated it's a "bear" to try to get the ins to recharged. About a week ago, patient stated that controller will show he is charging his ins with excellent recharge quality and then the recharge quality will "go off." Patient confirmed no visible damages to the recharger. Patient tried charging his ins in his chair and tried charging laying on the recharger. Patient said ever since the issue with the recharger started, patient have been having trouble locating his ins to charge and said prior to this, he never had difficulty charging his ins. Patient services reviewed recharging best practices and walked patient through engaging in a recharge session on the call. Patient stated he was getting "no device found." Patient pressed recharge on the call and entered the passive recharge mode and stated that he was getting all 0's (low, middle, high) and there was no fluctuation. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a no device found screen and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.